Event description:
The reporter stated that the stylet could not be inserted into catheter. A corrective field action has been initiated in 2009, to recall this lot of product.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.